Event description:
It was reported that the patient¿s pain changed from vulva to clitoral about a month ago. The patient currently had 5 minutes of stimulation on and then off and they were hoping for a programming change to allow more constant stimulation that might resolve their pain. It was noted that the patient¿s symptoms had a sudden onset. There was no known accident or incident related to the event. Additional information has been requested, a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v464758, implanted: (B)(6) 2010, product type: lead; product ID 3093-33, lot# v464762, implanted: (B)(6) 2010, product type: lead; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4). Device was used for an off label indication. The indication the device used for was urinary control.